Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The physician and patient agreed to replace the device soon. No adverse patient effects were reported. The device remains implanted and in service.